Manufacturer narrative:
Several requests were made for the system controller to be returned for evaluation, but it was not returned. The submitted log file was reviewed, and on (B)(6) 2015 at 05:20 am a replace system controller/yellow wrench alarm associated with an lcd communication fault was recorded. Nine minutes later (at 05:29 am) there was a driveline disconnect alarm followed by a speed reduction to 0 rpm. The driveline disconnect alarm remained active until 06:02 am when the system controller was disconnected from the external power. The last recorded entries revealed that the alarm cleared. A specific root cause for the reported event was not determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 1 year and 8 months. (Calculated from the date when the system controller was shipped to the hospital.) The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient reported that the system controller alarmed, multiple colors (leds) were seen on the display, and the display said to change controller. The patient changed the system controller and then called the hospital. While talking to the health professional, the patient was unable to tell if the pump running symbol was green or black. Later, when the health professional looked at the system controller history to download the log files, it appeared that the patient¿s pump had been off from approximately 0529 until the system controller was exchanged at 0602. The log file was reviewed by the manufacturer¿s technical services representative, and a yellow wrench alarm with lcd fault alarm to replace controller was noted. The patient remained asymptomatic during the event. No further issues have been reported.